Event description:
Paramedics attended to a person diagnosed as asystolic. While monitoring the patient, battery 1 indicated it was low. While operating off the second battery, a spare battery was installed. After approximately 15 min. The second battery allegedly indicated a low condition and the unit lost power shortly afterwords. After arrival at the emergency room the patient was monitored using the hospital monitor. The patient was not resuscitated. The reporter indicated the device did not cause or contribute to the patient's death. This opinion was based on an assessment of the patient's condition.